Event description:
Lens dislocated through inferior capsular hold 7 yrs after insertion. Removed and replaced with ac lens. Ac lens haptic fell into iridectomy. Repositioned 2 weeks after original surgery.